Event description:
In 2004, I had a cervical fusion at c-6, c-7. In 2006, I broke two screws in c-6 and ruptured a disc between c-4 and c-5 in a training accident. Dr fused c-4 and c5 and refused c6 and c7 after he discovered the first fusion was cracked. This was preformed 4 mos later. Since that time I have been off work with more neck, shoulder and back problems. A MRI revealed that during recovery a ligament had calcified and bone spurs had developed which will require a posterior cervical laminectomy. While at dr's office six mos later, for pre-op it was discovered that the two screws -made by ebi medical - in c-4 were broken. The plate being held by the screws is hitting the back of my esophagus and is causing enough irritation to cause the posterior surgery to be postponed until the swelling goes down. The plate and or screws will also have to be repaired or removed. A google search indicates this may be more common than thought. I have been on medical leave and I have been mostly sitting at home. I have done nothing to stress the screws and cause breakage. I believe this should be looked into further.